Event description:
We received a report that a tecnis zlb00u0140 intraocular lens (iol) was explanted from the patient's eye after they experienced a hyperoptic outcome. The surgeon went through the original incision to remove the iol; it was not enlarged. No complications were reported during the procedure. Patient is reported to be doing fine.

Manufacturer narrative:
Patient date of birth given as 1957. (B)(4). The iol was returned to the manufacturer. Visual inspection shows the lens has been cut in half, most likely to make explant impossible. Considering the condition of the lens, additional analysis is not possible. All pertinent information available to the manufacturer has been submitted. Placeholder.